Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it is reported that the customer has had a repeated problem with the trigger jamming on the trauma recon system. It is reported that there was an issue with the stop function of the device. No further information is available at this time. This is 1 of 1 report for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
The complained device was forwarded to the responsible pd engineer/ manufacturer for evaluation. The exact cause cannot be determined, but the most likely reasons are attrition in combination with inadequate construction and insufficient cleaning. Based on the analysis, a manufacturing fault can be excluded as the manufacturing documents were reviewed and no discrepancies to the specifications were found. No product fault could be detected.